Event description:
Pt implanted in upper left and right and lower vermilion borders. Onset of herpes simplex and infection in perioral 02/1999. Pt treated during 02/1999 with valtrex, l-lysine and keflex. During 04/99 pt treated with ceftin. In 1999 implant explanted.